Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive applied on the tape what prep was used prior to, during or after prineo use? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the lot number of prineo used? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient pre-existing medical conditions (ie. Allergies, history of reactions) for female patients ask: was the patient exposed to similar products, such as artificial nails was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a (B)(6) female underwent a left peroneus brevis repair on (B)(6) 2018 and topical skin adhesive was used. The patient was placed with topical skin adhesive on her skin, 4 x 4¿s, a large bulky dressing and a splint. On (B)(6) 2018, the patient was seen for her postoperative appointment and had some itching and some dermatitis. The patient was put in a cast with black dyed stockinette, webril, and fiberglass cast material. The patient was prescribed benadryl for the itching. She was seen on (B)(6) 2018 and her cast was removed and she was placed in a boot. She was given 1% hydrocortisone cream. On (B)(6) she was seen again and started on triamcinolone cream, zyrtec, and zantac, in addition to her benadryl. As of (B)(6) 2018, the patient is improving. Additional information has been requested.